Manufacturer narrative:
The date of the event(s) is unknown. No date range was provided in this article. For this reason, the published date was used as the occurrence date. Article reference: guimarães l, ferreira-neto an, urena m, nombela-franco l, wintzer-wehekind j, levesque mh, himbert d, fischer q, armijo g, vera r, kalavrouziotis d, rodés-cabau j. Transcatheter aortic valve replacement with the balloon-expandable sapien 3 valve: impact of calcium score on valve performance and clinical outcomes. Int j cardiol. 2020 may 1;306:20-24. Doi: 10.1016/j.ijcard.2020.02.047. Epub 2020 feb 19. Pubmed pmid: 32139241.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of 6 manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11759, 2015691-2020-11760, 2015691-2020-11761, 2015691-2020-11762, 2015691-2020-11763. This report is for the eight cases in which a second valve was needed. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined.  Patient medical records and procedure op notes (implant and explant) were not provided by the reporter for review. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.  A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required

Event description:
As reported by our affiliates in (B)(6), through the review of the medical article: ¿transcatheter aortic valve replacement with the balloon-expandable sapien 3 valve: impact of calcium score on valve performance and clinical outcomes". Corresponding author josep rodés-cabau. The following events were identified: multicenter study including 626 patients with severe as who underwent tavr with a new generation balloon-expandable thv (sapien 3) in three centers. Ten patients had moderate/severe aortic regurgitation, five patients had an annulus rupture, one hundred patients needed a new pacemaker, nine patients had a myocardial infarction, sixteen patients had a stroke and eight patients needed a second valve.